Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri lead, (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - we did receive performance data collected from the device and have analyzed the data. Atrial capture management trend data shows atrial lead threshold increased to greater than or equal to 2.5 volts.